Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had a pre-existing conduction disturbance. During the implant of the valve and after the first recapture, further impairment of the conduction system occurred. Following the implant of the valve, an unspecified conduction disturbance occurred. Additional information was received that the valve was recaptured after the first deployment attempt due to being positioned a little too deep. The conduction disturbance that occurred was complete heart block (chb). A temporary pacemaker had been placed from the beginning but it was unknown whether further treatment was prescribed.